Manufacturer narrative:
(B)(4). Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in an adverse event. Device manufacture date: 08/2010.

Event description:
Report per 803.50 (a). (MDR 3030677-2010-00065) lack of voice prompts.